Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the lead "malfunctioned and inappropriately fired in excess of 30 times. Decedent was rushed to the hospital for emergent care but died shortly after reaching the hospital." The patient "has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages for which" the patient "is entitled to compensatory and equitable damages and declaratory relief in an amount to be proven at trial."